Event description:
Consumer complaint of low blood glucose results. Nurse states pt's normal readings are usually between 90-100 mg/dl. Meter memory shows result of 55 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).